Manufacturer narrative:
Other relevant device(s) are: product ID: s7 argus os. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when trying to launch the cranial application, the system displayed a sr manager failure error and the application would not launch. Other applications also displayed this error. Successful login was achieved to the administrator appliance. By uninstalling the cranial software and removing the shared resources and reinstalling the cranial application the issue was resolved. There was no patient present at the time of the event.